Event description:
It was reported that during a da vinci-assisted colpopexy and proctopexy procedure, with closure of a vesicovaginal fistula (abdominal approach), the patient sustained a burn on her side. A full-thickness circumferential burn was identified, and eschar was excised. The wound required closure with an interrupted 3-0 vicryl suture in the dermis and 4-0 monocryl for skin closure. The cause of the burn was unidentified.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.